Manufacturer narrative:
(B)(4).

Event description:
Patient had stenosis of the left sfa 6 months post index procedure and revascularisation was carried out 2 months later. Approximately 21 months post stenosis event patient suffered stenosis of the left popliteal. Revascularisation was carried out a week later. Investigator assessed that the event is possibly related to the study device and procedure but not related to the paclitaxel. Patient recovered.

Manufacturer narrative:
Non medtronic debs were used to treat the target lesion during the previously reported revascularisation.